Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that, during the initial activation of this artificial urinary sphincter, it was noted that the pump was not working; therefore, a revision surgery was performed to remove the component. There were no patient complications.